Manufacturer narrative:
The device history review could not be reviewed for this valved conduit, as the serial number provided was incorrect. This device was reported through a questionnaire for a medtronic transcatheter valve endocarditis case. The questionnaire indicated that the primary indication for the implant of the transcatheter valve initially was a combination of stenosis and regurgitation on the bioprosthetic valved conduit. From the available information, the cause of the stenosis and regurgitation could not be determined. The later cause of this conduit and transcatheter valve explant was due to endocarditis that based on our investigation was deemed likely unrelated to the valve. The valves were not returned for laboratory analysis. Should additional information be provided, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Subsequently the device serial number and implant date were obtained from the hospital. A supplemental report will be filed when the investigation is completed. (B)(6).

Event description:
Medtronic received information that this bioprosthetic valved conduit, implanted an unknown duration, required implant of a medtronic transcatheter valve (valve-in-valve). The primary indication for the valve-in-valve implant was a combination of stenosis and regurgitation. This information was received after receipt of information that the medtronic transcatheter valve and the medtronic valved conduit were explanted due to endocarditis. There were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.